Event description:
Additional information received indicated the left iliac dissection resolved during the valve implant procedure. The hemorrhagic shock and retroperitoneal bleed resolved the day following the valve implant procedure. Seven days following the valve implant an emergency room visit occurred due to oozing from the insertion site. Unspecified treatment was provided. Additionally on this day, the patient became tachypneic, groggy, and was unable to clear secretions. The respiratory status deteriorated and oxygen saturations decreased to the low 80 percentages. It was not known if or what treatment occurred. The respiratory deterioration was reported as causally related to the implant procedure but unrelated to the medtronic products. The insertion site oozing was reported as probably related to the implant procedure but unrelated to the medtronic products. These conditions prolonged hospitalization. The respiratory deterioration did not resolve.

Manufacturer narrative:
Updated data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that during the valve-in-valve (viv) revision procedure, a pre-balloon valvuloplasty was performed on the pre-existing non-medtronic valve. The medtronic valve was implanted viv and a post implant balloon valvuloplasty was performed due to under expansion of the medtronic valve. The acute kidney injury that had occurred did not resolve.

Manufacturer narrative:
The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Continuation of d10: product ID gwbc30; product lot/serial number unknown; product type: guidewire; implant date n/a; explant date n/a product ID unknown balloon; product lot/serial number unknown; product type: vascular expansion balloon; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b7, h6 note: a duplicated regulatory report was identified: #9612164-2026-00169. Going forward, if additional reportable details received pertaining to this current event, these details will be captured and submitted within the current regulatory report #9612164-2025-06418. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the minimum diameter of the delivery catheter system (dcs) access right-side vessel was 5.3 x 5.7 with an average of 5.5. It was also reported that the minimum access diameter was 4.6 mm.when the dcs was removed a right femoral artery access site perforation occurred. The physician indicated the perforation was dcs and procedural related. The patient¿s calcified anatomy was reported to have been a contributing factor to the event. It was also reported that there was nothing noted of the patient anatomy that contributed to the right and left external iliac dissections. As result of the right iliac dissection a total of 7 units of packed red blood cells (prbc), 3 units of fresh frozen plasma, and 3 units of platelets or clotting factors were required. As result of the ischemic bowel resection 1 unit of prbc was administered. The left external iliac dissection was reported as probably related to the valve-in-valve procedure. No treatment was required for the acute kidney injury. An autopsy was not performed.

Event description:
Additional information received indicated the left external iliac dissection was reported as causally related to the valve-in-valve procedure. The acute kidney injury was secondary to a hematoma pressing on the right ureter. The previous reported ileus was now reported as a closed loop obstruction and resolved the same date as onset. The physician further indicated the hemorrhagic shock, retroperitoneal bleed, right iliac dissection, acute hypoxic respiratory failure, and ileus were causally related to the procedure but unrelated to the medtronic products.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: evfxplus-29; serial number: (B)(6); use by date: 2027-sep-03; UDI number: (B)(4); implant date: (B)(6) 2025; explant date: n/a updated data: a1, b5, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: evolutfx-29; serial number: unknown; use by date: unknown; UDI number: unknown; implant date: on (B)(6) 2025; explant date: n/a; continuation of d10: product ID: l-evprop2329; product lot/serial number: unknown; product type: compression loading system; implant date: n/a; explant date: n/a; product ID: iliac stent; product lot/serial number: unknown; product type: vascular stent; implant date: on (B)(6) 2025; explant date: n/a; product ID: edwards heart valve; product lot/serial number: unknown; product type: heart valve; implant date: unknown; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an aortic valve, valve-in-valve, revision procedure was performed with a medtronic transcatheter valve implanted within an existing non-medtronic aortic valve. During the removal of the delivery catheter system (dcs) some intimal tissue was noted on the dcs sheath. Angiographic inspection identified a dissection of the right external iliac artery. A stent was deployed in the right external iliac artery and down to the common femoral artery. Initially the blood flow was good. A secondary the flow looked slow due to spasm, but the flow improved with injection of a calcium channel blocker. A retroperitoneal bleed occurred during the viv following the right iliac dissection. The physician indicated this was unrelated to the viv procedure or medtronic products. Due to laboratory data and the estimated blood loss, packed red blood cells were transfused. Intravenous medication administered as result of the right iliac dissection and retroperitoneal bleed. The right iliac dissection was reported as causal to the dcs. On this same date a left external iliac artery dissection was identified. There was no flow limiting stenosis. The physician indicated it was felt to be a retrograde dissection and should heal with anterograde flow. As reported, this left external iliac artery dissection was not related to the valve implant procedure or medtronic products. The cause was not reported. The left iliac dissection was resolving. During the viv procedure and following the right iliac dissection acute hypoxic respiratory failure developed secondary to hemorrhagic shock. Acute kidney injury also developed. Intubation was required. The physician indicated the respiratory failure, hemorrhagic shock, and acute kidney injury were unrelated to the procedure or medtronic products. The respiratory failure resolved the following day. The hemorrhagic shock and acute kidney injury were reported as resolving. As result of the hemorrhagic shock, multi-system organ failure developed. The physician indicated this was probably related to the viv procedure and unrelated to the medtronic products. Three days following the viv procedure ileus occurred and an orogastric (og) tube was placed. Abdominal computed tomography (CT) findings could reflect ileus or low-grade small bowel obstruction (sbo). The physician indicated this was probably related to the viv procedure and dcs. The ileus was unresolved. On the fifth day following the viv, the abdomen was distended and a scan identified ileus. The patient was transferred to a different hospital for general surgery. An exploratory laparoscopy with resection of the ischemic bowel and placement of wound vacuum was performed. Blood transfusions were required. The physician indicated a possible relationship to the viv procedure but unrelated to the medtronic products. Two days later, the seventh day following the viv procedure, the planned anastomosis of the small bowel and the removal of wound vacuum occurred. This anastomosis event was reported as unresolved and possibly related to the viv procedure but unrelated to the medtronic products. The reported adverse events had prolonged the hospitalization. As reported, the iliac dissection led to the retroperitoneal bleed which led to hemorrhagic shock which further led to the multisystem organ failure which resulted in a cardiac death 14 days following the viv procedure. The death was reported as probably related to the viv procedure but unrelated to the medtronic products.